Event description:
Pt in cath lab-emergency call case- acute mi. Pt want into vifib. Defibrillator would not charge to 150 joules. This defibrillator was checked prior to the case & went through its test w/o a problem. The staff retrieved another defib from the holding area & successfully defibrillated the patient. No harm to patient.